Event description:
The duett sealing device was deployed following an interventional procedure via a 7 fr sheath in the common fremoral artery. Following the procedure, the patient experienced loss of color and pulses in the affected foot. An angiogram confirmed an occlusion and treatment consisted of thrombolytic therapy, anticoagulation therapy and a percutaneous thrombectomy. The treatment was successful and no further complications were reported.